Manufacturer narrative:
The nurse reported that the central nurse's station (cns) lost communication with two bedside monitors (bsm). Initial troubleshooting was not performed at that time, as the customer who called to report the issue was unable to assist. The customer will have their biomedical engineers follow up with nk ts agents for further assistance. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following 2 devices were used in conjunction with the cns, but did not experience failure: bsm - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Bsm - model: ni s/n: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni.

Event description:
The nurse reported that the central nurse's station (cns) lost communication with two bedside monitors (bsm).

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) lost communication with two bedside monitors (bsm). Initial troubleshooting was not performed at that time, as the customer who called to report the issue was unable to assist. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the device was not returned for physical evaluation and functional analysis. Due to the age of this complaint, additional information cannot be made available. A serial number review reveals no additional complaints before or after this complaint for the reported device. According to the notes from nk tech support, the customer was awaiting assistance from their biomed team. No further action has been taken. It can be concluded that the issue had been resolved without the need for nk assistance. As such, the cause of the issue is most likely not a result of a device malfunction. The most likely root cause for this issue would be user error or other customer facility related issues. Root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 e1 email address additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: 2 bsms: model #: ni serial #: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The nurse reported that the central nurse's station (cns) lost communication with two bedside monitors (bsm).